Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: does not passing insulator test. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The reported failure mode will be monitored for future reoccurrence. Mfg date: june 07, 2012. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.